Event description:
During clinic follow up, interrogation of the device was not possible. The patient then attended a subsequent follow-up appointment and the device was able to be interrogated. No further intervention was performed at this time. The patient was in stable condition.